Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and crease flat. A microscopic analysis was performed which identified: broken sharp and stress marks, near of the broken site, this condition was called surgical impact and one striated opening on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp broken on the posterior due to surgical impact; one striated opening due to surgical damage consist in the use of some surgical tool.

Event description:
Patient reported a right side "possible rupture." The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported a right side "possible rupture." The device remains implanted.